Manufacturer narrative:
Visual inspection of the imaging supports the reported issue that the tip of the 7.5mm cannulated tap fractured.based on the imaging and information provided, a posterior spinal fusion procedure from l3-pelvis was completed on (B)(6) 2025. During the surgery, the distal tip of the 7.5mm cannulated tap fractured in the patient when tapping for the left s2ai screw. The fractured piece of the tap was left in the patient. The part was not returned for evaluation. Due to the inability to investigate the instrument or replicate surgical conditions, the exact cause of the failure cannot be determined. The calculated observed risk level matches the expected risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The following sections were updated for this supplemental report: b4, d2, g6, h2, h6, h10.

Event description:
It was reported that during tapping for the screw the tip of the tap broke and remained in the patient.

Event description:
It was reported that during tapping for the screw the tip of the tap broke and remained in the patient.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.